Event description:
It was reported that episodes of non-sustained right ventricular oversensing were observed. The patient was asymptomatic during their routine device check. The device was reprogrammed. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.